Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture grade unknown. The reported event or events are physiological complications (capsular contracture grade unknown), and device analysis typically does not help allergan determine the cause. Clarification to reported partial onset(b3) date: 2023.

Event description:
Patient reported "capsular contracture" baker grade unknown, "feels like having a heart attack", "chest hardening", "it gets so hard can feel it in shoulders", "super top heavy", "cramping" " and "implant disconnected from breast tissue". Healthcare professional reported receiving a recall letter from the patient. This record is for the right side. Device remains implanted. Patient took tylenol and ibuprofen for the symptoms.